Event description:
The clinician reports the implant was inserted (B)(6)2019 in ada 3. On (B)(6)2019, non-osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: infection, pain and abscess. No further patient complications were reported.